Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an 8300ab aortic valve implanted for approximately 6 years and 5 months underwent a valve-in-valve procedure due to stenosis. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 23mm 8300ab aortic valve implanted for 7 years and 4 months underwent a valve-in-valve procedure due to calcification with thickened, and restricted leaflets mobility resulting in severe symptomatic stenosis and mild intra-valvular regurgitation. Patient presented with dyspnea and chronic heart failure. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve with no complications. The patient was transferred to the recovery unit in hemodynamically stable condition.